Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to any of the olympus locations. The exact cause of the reported event could not be conclusively determined, because the device has not been returned to olympus medical systems corp. (Omsc). However, the reported event may have been caused by user¿s operation or deterioration. The scope communication error b30 occurs when communication for transmitting data on the endoscope side to the video system center cannot be completed normally when the endoscope is connected. Omsc concluded that communication was hindered and error b30 occurred due to dirt and the like adhering to the electrical contacts of the endoscope connector. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to any of the olympus locations. The exact cause of the reported event has not yet been identified by legal manufacturer olympus medical systems corp. (Omsc) for this device. If significant additional information is received, this report will be supplemented.

Event description:
A customer reported that error b30 occurred during preparation for use. The device was used in combination with an endoscope. There was no report of patient injury associated with this event.